Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that postoperatively the patient coded and experienced atrial flutter. The right ventricular (rv) lead exhibited loss of capture and it was noted via x-ray that the rv lead possibly microdislodged. The patient was cardioverted to achieve return of intrinsic rhythm. The rv lead remains in use. No further patient complications have been reported as a result of this event.